Event description:
It was reported that device labeling issue occurred. A 6.0 x80, 135cm charger balloon catheter was selected for dilation. However, during preparation, it was noted that wrong size balloon was inside the box. The box was sealed before it was opened.